Event description:
A surgeon reported that a pt's post lasik refraction was approximately -2.00d. It was noted that after the flap was lifted, the surgeon tried to re-focus the eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).